Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an ankle surgery on (B)(6) 2016. The patient was under monitoring post ankle surgery on (B)(6) 2016 and the left ventricular lead exhibited intermittent loss of capture due to dislodgement. The physician elected to explant and replace the lead on (B)(6) 2016. The procedure was completed successfully and the patient was discharged on (B)(6) 2016 in good condition.